Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition other than a scratched screen. The device event log had no related findings. Functional testing included use testing. The pump was powered on and no alarm message was able to be duplicated and the pump passed all testing. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a constant alarm once powered up. No adverse patient effects were reported.